Event description:
It was reported that the during the inspection of the device the paddle indicator turned red. There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that the paddles, therapy pca(printed circuit assembly), and processor board pca required replacement. We are unable to determine the root cause of the event as multiple parts were required for replacement. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the during the inspection of the device the paddle indicator turned red. There was reportedly no patient involvement.